Manufacturer narrative:
Initial.

Event description:
It was reported that insulin was observed leaking from the bottom of the pump during a cartridge and tubing change while the patient was not connected, and the caregiver requested assistance to rewind the pump; the change was restarted, and the caregiver confirmed the cartridge as the leaking component. Symptoms included no reported clinical effects. Outcomes included no reported impact on health and no hospitalization. Investigation included customer care agent troubleshooting and user education to walk through a new change and rewind process. Investigation of this case revealed a leaking cartridge consistent with a component failure of the cartridge. It was concluded, based on previously established findings for similar reports, that the cause was component failure of the cartridge.